Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was explanted due to chronic otitis media, electrode exposure and pain. No product deficiency has been alleged.